Manufacturer narrative:
(B)(4). Batch # l55h7m. Originally transmitted on 10222015. Error generated at 2 of 3. Request resubmission of initial 3500a. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a colectomy procedure, after the device was removed from the tissue, bleeding was found when checked with enteroscopy. Hand sewing was used to fix. Incomplete staple line. There was no adverse consequence on the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2015.

Event description:
It was reported that during a colectomy procedure, after the device was removed from the tissue, bleeding was found when checked with enteroscopy. Hand sewing was used to fix. There was no adverse consequence on the patient. Incomplete staple line. Affiliate.